Event description:
It was reported that a button was not responding on the customer's insulin pump after it got wet while he was running. The customer did not recall any significant events leading up to the issues. He was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 65 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device had cracked lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.